Manufacturer narrative:
The insulin pump was received with blank display due corroded battery cap contact however, the insulin pump was tested with a good battery cap and passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display during testing. No damage found on the lcd isolation tape. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he changed the battery in his insulin pump but the display did not return. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the insulin pump. The battery casing had several cracks. The customer mentioned that the damage occurred when he tried to remove the battery cap on a previous occasion and he did not thread the cap correctly and had to use force. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.